Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the forearm shunt. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, the balloon was inflated at 8atm but the ruptured upon second inflation at 8atm. The device was simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications reported and patient was in good condition post procedure.